Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated multiple times with multiple balloons, unk types and sizes. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to the severely tortuous, severely calcified, proximal circumflex (cx) artery, but was unable to cross through two previously placed taxus stents. Resistance was met upon withdrawal and the stent dislodged inside a previously placed stent in the proximal cx. The physician then used a balloon, unk type, to crush the dislodged stent against the wall of the previously placed stent. A liberte' 3.0 x 8mm bare metal stent was deployed in that same area. No pt injuries or complications were reported. Pt status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.